Event description:
It was reported that a revision surgery was necessary due to an aseptic loosening of the glenoid. The shoulder prosthesis was changed to an inverse shoulder prosthesis. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The reported failure is most likely due to a patient-specific event, particularly the loosening of the implant as a result of changed conditions in load transfer, respectively, fatigue wear and breakage of the cement bed, and/or tissue reaction to the implant. The complaint was confirmed based on the customer's attached pictures, which show the implant and the received devices. Due to the biohazard condition, they were unable to be physically and visually evaluated.